Event description:
This serious unsolicited device case was received on (B)(6) 2012, from our license partner (B)(4). A female patient currently in her early 40's received one injection of poly-l-lactic acid (sculptraaesthetic - lot number and expiration date unknown) in her cheeks in (B)(6) 2012. It was reported that the patient believed that she had developed some type of autoimmune reaction/autoimmune disorder after doing some internet research. Her complaint was sent by email to the reporting physician indicating that she had a burning sensation, and that she had been so disfigured, that she had to leave her job. The reporting physician noted that the patient was never happy with the result of the poly-l-lactic acid injection, and that she had always felt that she was exceptionally swollen. The reporting physician mentioned that he thought the patient was a little crazy, as he never got that feeling. The physician also indicated that he had used a lot of poly-l-lactic acid in general, and that he never had that reaction, so he was a little suspicious about what the patient said. Lastly, the physician reported that he had not seen the patient in about 4-5 months from the time of the report, and that the last time that he had seen her, he still did not think that she was disfigured. No further relevant information reported. Pharmacovigilance comment: auto-immune disorder, burning sensation and deformity assessed as serious, unexpected. Injection site swelling assessed as serious, expected. Pharmacovigilance comment: sanofi-aventis company comment dated (B)(4) 2012: although the casual role of poly-lactic acid cannot be denied for the events of autoimmune disorder, deformity and burning sensation but lack of information about medical history, past drugs, underlying conditions, concomitant medications etc precludes the comprehensive assessment of this case.